Event description:
It was reported the patient saw a ¿call your doctor¿ icon and a power on reset (por) condition on their recharger. The patient had not used the implantable neurostimulator (ins) in about a month and when they went to recharge a day prior to this report they got the warning por message. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3998, lot# la3919, implanted: (B)(6) 2002, product type: lead. (B)(4).